Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events submitted via 2210968-2020-04744, and 2210968-2020-04745.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2020 and the barbed suture was used. It was reported that the fixation tab came off the suture during suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: lot number: unknown to plm716, plz130 (possible lot) the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch plm716 mfg date: 10/01/2019, exp date: 09/30/2021. Batch plz130 mfg date: 10/04/2019, exp date: 09/30/2021. In addition, a review of the batch manufacturing records for the possible batch numbers plm716 and plz130 were conducted and the batches met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.